Event description:
The customer reported that the system would not boot due to image functions board time out.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep replaced the image functions without resolution. Investigation of the image functions board found incompatability with board revision and existing circuitry. A technique processor was tried with later revision of the image functions pcb. No progress. Further investigation of the image path revealed the mainframe mother board with a broken connector. The connector was repaired enabling source voltage to the image functions path. The system is now working as intended.